Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to a sudden high out of range pacing impedance jump. There was oversensing of noisy signals as a consequence of the lss. As a result, there were inappropriate atrial tachy response (atr) episodes. Technical services (ts) suggested reprogramming and a full evaluation of the device system integrity. The health care professional (hcp) also noted that the right atrial auto-threshold (raat) test was not running. Ts stated that the unipolar configuration is not compatible with raat. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).